Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was depleting prematurely. Device data analysis showed that the power consumption has been increasing during the past year and is expected to continue to increase. It was then advised to replace the device and return it for detailed analysis. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was depleting prematurely. Device data analysis showed that the power consumption has been increasing during the past year and is expected to continue to increase. It was then advised to replace the device and return it for detailed analysis. Additional information indicated that this device was explanted and replaced with a new device. No additional adverse patient effects reported.